Event description:
A medical assistant using cidex plus solution splashed solution in their right eye. Medical assistant flushed their eyes for at least 15 minutes. Medical assistant was seen by an opthalmologist who prescribed eyedrops (unknown type). Medical assistant is doing fine now.